Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system is difficult to steer, the wheels are heavy and hard to move. No pt injury was reported.